Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. H6: event problem codes: patient code: 1690. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported a peri-implantitis at tooth site 34 and the implant was removed. The process was not completed with another implant. Abcess and suppuration were reported as a result of the event. Implant at tooth site 34 loaded with a splinted crown to another implant in tooth site 35, patient presented with mobility in the prosthesis. In the exploration showed suppuration and when removing the fixed prosthesis screwed with anesthesia, the implant came out.